Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was worn and partially separated. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic cholecystectomy, three thunderbeats were used. In the procedure, the tissue pads of 1st thunderbeat was partially separated. The user exchanged it for the second device, and probe damage error occurred. The intended procedure was completed with the third device. There was no patient injury reported. This is the report regarding the separation of the tissue pad of the first device.

Manufacturer narrative:
Omsc was informed that the device which we had investigated was mistakenly returned to us and was not the subject device. The correct subject device was returned to us and we investigated it. As a result, the tissue pad of the device was worn but not separated. Since we think that this failure is not MDR reportable event, therefore, we are retracting this MDR.